Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 116 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.